Event description:
Complainant alleged that when a nimh battery is placed into a cadex charger, it passes testing. However, when the same battery is placed into the autopulse platform, an led indicating that the battery is not charged will illuminate. Customer isolated the issue to the battery itself, the autopulse is working as intended. There were no reports of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
(B)(4) battery s/n (B)(4) was returned to the manufacturer for evaluation. The battery was placed into the battery tester and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 1260.4w. The battery was then fully charged and test cycled, then re-tested with the battery tester and the results indicated that the battery was above the minimum power output watts of 1300w with a reading of 1514.8w. An investigation conducted using the batteries serial number, found that the battery was within its expected life span of 2-4 years with a manufacture date of 9/2013 and found that the proper amount of test cycles (13 +/- 1 expected, 12 performed) had been performed. The expected service life of the autopulse battery is 100 charge cycles or 2 to 4 years depending on battery maintenance and usage patterns. The customer's reported complaint could not be confirmed. Once that battery was tested and charged by the manufacturer; the battery was placed into a platform which showed that the battery was fully charged and functioned as intended. When the battery was removed from the platform, the status check button was pushed and the led showed green, indicating that it was charged and ready for use.